Event description:
Adverse event(s): "hyperopic surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgical coord reported a pt with a hyperopic surprise following intraocular lens (iol) implant surgery. In a f/u, a clinic staff reported that the iol was exchanged for the same model, different power iol. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. A company ophthalmologist reviewed the calculations provided by the facility and has discussed his findings with the reporter. Based upon results of the vector analysis, the theoretical expected manifest refraction (mr) is much different than the actual mr reported. Add'l info was requested on 08/06/2010, 08/09/2010, and 08/16/2010 by phone, fax, mail, and email. Add'l info was obtained by phone. A completed questionnaire has not been received. (B)(4).